Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2007, the patient reported that, while changing the insulin cartridge in his infusion device "a couple months ago", the cartridge plunger remained attached to the piston rod in the cartridge chamber when the cartridge was removed. As a result, insulin (volume not provided) spilled into the cartridge compartment. He detached the plunger from the piston rod, then allowed the cartridge compartment to dry out for 24 hours prior to resuming use of the infusion device. He reported that the device was functioning properly at the time of his contact with a company representative. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.